Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe experienced leakage past the plunger. The following information was provided by the initial reporter: when loading a cytostatic into the syringe, the liquid flowed through the plunger (inside the syringe tube, reaching the hand of the person holding the syringe), as if the black protective membrane that should create a vacuum did not seal the compartment. In this case, the incidence can only be due to a defect in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2022. H.6. Investigation: two syringes were returned belonging to lot 2106096. Upon visual inspection of the samples received, no defect can be observed in any of them. The tip in all of the samples do not present any visual defect that could lead to the functional defect experienced by customer. Thread is correctly molded and no burrs or flashes are found that could make the connection with another device difficult. Leakage, and luer cone fitting verification testing performed, no defects were identified. No defects have been observed in the barrel of any of the syringes. Stoppers are correctly assembled in the two syringes provided. A device history review was performed, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak syringe experienced leakage past the plunger. The following information was provided by the initial reporter: when loading a cytostatic into the syringe, the liquid flowed through the plunger (inside the syringe tube, reaching the hand of the person holding the syringe), as if the black protective membrane that should create a vacuum did not seal the compartment. In this case, the incidence can only be due to a defect in the syringe.